Manufacturer narrative:
A ge rep evaluated the system and replaced the foot pedal. System operates as intended.

Event description:
The customer reported the temp warning light is lit and the system is not working. No pt injury was reported.